Manufacturer narrative:
The manufacturer has been notified of the reported complaint. An investigation has been initiated based on the reported info. Conclusion: no definite conclusion for the exact cause of this break can be drawn. Based on our long term experience as qualified surgical instrument MFR, we can only assume that overstressing the instrument, might have resulted in the breakage. Production records indicate compliance with all specs and our trend analysis to date reflects no problem with this pattern. However, in order to achieve even more stability in the area, where the fracture occurred, we will initiate a corrective action and increase the width of the jaw hinge part by 0.2 mm.